Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-16114. It was reported that the patient presented in clinic for a follow-up check. Upon review, the left ventricle lead exhibited high capture thresholds and the atrial lead exhibited over-sensing noise resulting in inappropriate mode switch. No intervention performed. Patient is stable.